Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was heart failure. The caller stated that the customer had diabetes, a kidney transplant, and a heart condition that may have led to the customer's passing. The customer¿s blood glucose was 79 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected before the procedure was started on (B)(6) 2018. The customer was not using sensors. The customer was at the hospital for a surgical procedure but had low blood glucose at the time, as well as when they left their house. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Unit had minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Data analysis: (date of death: (B)(6) 2018.) There is no data available due to the unit did not have a battery installed when received. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.